Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the chair will go straight when giving right turn command and when going reverse it want to turn.